Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that at a follow up appointment, intermittent capture was noted from this right ventricular (rv) lead. Defibrillation threshold testing (dft) was performed, but multiple shocks were required to convert the arrhythmia. The physician alleged the lead had dislodged from the implant site. The physician elected to surgically reposition the lead to resolve the event. At this time, the rv lead remains implanted and in service. No additional adverse patient consequences were reported.

Event description:
It was reported that at a follow up appointment, intermittent capture was noted from this right ventricular (rv) lead. Defibrillation threshold testing (dft) was performed, but multiple shocks were required to convert the arrhythmia. The physician alleged the lead had dislodged from the implant site. Additional information has been requested regarding the event resolution, but has not yet been received. At this time, the rv lead remains implanted and in service. No additional adverse patient consequences were reported.